Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
(B)(4): the dentist reported that he had to remove the dental implant during its installation surgery due to the fracture of the connection that was being used to execute the procedure, and the fractured portion remained inside the implant.